Event description:
Procedure type: low anterior resection double staple. According to the reporter: the handle was squeezed, but the instrument did not cut or staple. Over 200cc of bleeding occurred. Reportedly, a stoma was created since the instrument could not make an anastomosis.